Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, h6.

Event description:
Healthcare professional additionally reported the patient underwent 2 hylenex treatments spaced two weeks apart. The bumps were still present, primarily on the left side of the face and remained quite significant.

Event description:
Additional information provided noting patient was also initially given a round of prednisone 5 days post treatment. The first hylenex treatment was about two weeks after injection and then the second was two weeks later. 2 vials of hylenex were injected each session. Patient is very concerned and is experiencing extreme anxiety due to the symptoms.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6.

Event description:
Healthcare professional reported a patient was injected with skinvive throughout their midface/cheek. About 48 hours later, patient experienced red bumps/dots around the injection area that did not seem to be bruising that have worsened since onset. Swelling noted. Additionally, the patient underwent 2 hylenex treatments spaced two weeks apart. The bumps were still present, primarily on the left side of the face and remained quite significant. Additional information provided noting was also initially given a round of prednisone 5 days post treatment. The first hylenex treatment was about two weeks after injection and then the second was two weeks later. 2 vials of hylenex were injected each session. Patient is very concerned and is experiencing extreme anxiety due to the symptoms.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with skinvive throughout their midface/cheek. About 48 hours later, patient experienced red bumps/dots around the injection area that did not seem to be bruising that have worsened since onset. Swelling noted.